Event description:
It was reported that at the beginning of a lap hemicolectomy, the lap disc ripped around the peritoneal ring upon insufflation. No metal was put into device. Case completed with like device.